Event description:
It was reported that a patient underwent a left sided atrial flutter ablation procedure with a VIZIGO and the patient experienced a cardiac tamponade that required pericardiocentesis.After mapping the right atrium, they went transseptal using a CARTO VIZIGO® sheath and a BRK needle to map the left atrium. They noticed that the patient's blood pressure was "really low," and after checking ultrasound, the effusion was discovered. While preparing for the pericardiocentesis, they ablated for about forty seconds along the posterior floor, "terminated the flutter," and then proceeded with the pericardiocentesis. 300 milliliters of fluid were removed from the patient, and they waited fifteen minutes to see if the bag would refill. The bag did not refill. The patient was transferred to the intensive care unit (ICU) and was stable.The physician's opinion on the cause of the adverse event was "maybe something pre-transseptal".

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 CFR, Part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by Biosense Webster Inc., or its employees that the report constitutes an admission that the product, Biosense Webster Inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.Manufacturer's Ref. # (B)(4).